Event description:
It was reported that by the patient¿s mother that her infant son underwent fixation of the right testicle to avoid twisting on an unknown date and suture was used. Eight months after the procedure, the patient experienced redness, pain, drainage, and fever. The caller also stated that the stitch came out. No further information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.